Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio or vibrate anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they did not hear the insulin flow block alarm. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer states that insulin pump is neither beeping nor vibrating currently. Customer states that insulin exited. Customer was assisted with self test and insulin pump vibrated during vibrate test. The insulin pump will be returned for analysis.